Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic after experiencing arm stimulation. Upon interrogation, the patient's right atrial lead exhibited high pacing impedance values. A chest x-ray was performed on (B)(6) 2019 and subclavicular crush was noted. The lead was explanted and replaced. The patient's condition was stable throughout the procedure.